Event description:
Customer reported event desc: the blister is damaged.

Manufacturer narrative:
One biopince device was returned for review from the distributor. The end of the blister is cracked a half inch from the end of the blister inward. This occurrence would be observed if there was a hard impact during shipment that would cause damage to the blister. The damage is noticeable by the end user. We will continue to monitor and trend.